Event description:
Pt turned light on because of alarming pca. Pca display showed "electrical error 13" and syringe was apparently empty and within few mins pt complained of "feeling high" because tachycardiaic and emotionally distressed.